Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon complained that the valve on the seal was faulty and that when he inserted an instrument through the valve, it allowed co2 to escape. Another device was used to complete the procedure. There were no adverse consequences for the pt.